Event description:
New information notes the lead was capped and replaced.

Event description:
It was reported that increased pacing threshold was observed. Externalized conductors were noted via x-ray. Lead will remain implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.